Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic. Review of the merlin.net transmission showed the right ventricular lead exhibited episodes of noise reversion. Right ventricular pacing lead impedance was reported to have dropped. An increase in right ventricular capture threshold was also noted. A noise artifact was observed in-clinic. The patient had the lead capped and replaced on (B)(6) 2018. No adverse events were observed and the patient is doing well.